Manufacturer narrative:
A qualified field service engineer evaluated the system and was unable to reproduce the reported image artifact. The ultrasound system was returned for further evaluation. The engineering team also could not replicate the reported image artifact as described by the customer. Additional information regarding the patient outcome was requested, but the customer did not provide the requested details. The reported concern was initially reported as a product problem because there was no indication of a serious injury. However we are conservatively submitting this final report as a serious injury.

Event description:
It was reported that an unspecified procedure in the cardiovascular operating room was unable to be completed on the epiq cvx ultrasound system due to an image artifact. The user exchanged the ultrasound system to complete the procedure. No further information is available. Additional information is being obtained to determine patient impact. Philips has started an investigation, and upon completion, a follow up report will be submitted.